Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water flow was low. Air leakage in air manifold.

Event description:
While using a g132 scaler, there was not enough water flow, it was overheating, and the inserts are vibrating properly (new inserts); no injury resulted.